Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was also reported that the patient had experienced a recent increase in seizure activity. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. The patient underwent revision surgery during which the lead pins were noted to be loosely connected to the generator. Surgeon indicated that he remembered hearing the tightening clicks and seeing the lead pin visible past the connector blocks at the time of initial implant, indicating that the lead was properly connected at that time. The lead pins were removed from the generator and then reconnected. Subsequent device diagnostic testing was within normal limits, indicating proper device function, but surgeon reportedly believed that there may be something wrong with the set screw on the original generator as he could not explain why the lead pins became loose after initial implant. The generator was explanted and a new generator was implanted with the original lead.